Event description:
"Product was in use for administration of l.a. And an opiate as epidural pain management. Pt complained of severe pain, and it was found that the pump set tubing had become detached from the cassette." The device was removed and new device was connected. It was reported that the pt recovered. Although requested, no additional info was provided.